Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurses were unable to dispense medications. The technical support specialist (tss) mentioned that when a patient has multiple records for the same visit; each with associated medication transactions; a patient reconciliation can be performed to move transactions from a temporary (pyxis-created) visit to the permanent (adt/system-created) visit. This process must be completed by hospital staff, as tss cannot admit or discharge patients. Reconciliation transfers only medication transactions: patient-level data like allergies and visit attributes (e.g., admission date, visit ID) remain unchanged. Once reconciled, the source visit is removed from the devices patient list, and all activity appears under the target visit. To reconcile, navigate to patient-level data like allergies and visit attributes (e.g., admission date, visit ID) remain unchanged. Reconciliations can be reviewed via the patient visit reconciliation report under reports > system activity reports. The tss mentioned that only visits marked as temporary can be reconciled manually; placeholder visits are auto reconciled when adt messages are received. Admission status messages (e.g., hl40) may also be used to merge patients, but this should be verified based on the system configuration. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower medication dispensing for new orders failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.